Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The sapien 3 valve may have been undersized for placement within the surgical valve, resulting in pvl and subsequent hemolysis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), post implant of a 23 mm sapien 3 valve within a non-edwards surgical valve via transfemoral approach, mild to moderate paravalvular leak (pvl) remained. The valve was implanted with 2 ml more than nominal volume and in a 50:50 aortic ventricular position due to concern for left coronary obstruction by the valve frame. On postoperative day (pod) 2, hemolysis was observed. Pvl was the suspected as cause of the hemolysis. Therefore, on pod 3, a 26 mm sapien 3 valve was deployed inside of the 23 mm sapien 3 valve. The annular area measured 353.0 mm2. Left coronary ostium height was 9.6 mm. Diameter of sinotubular junction (stj) and sinus of valsalva (sov) measured 30.0 mm and 26.3 mm, respectively. Sov was narrow.

Manufacturer narrative:
Additional information was received from japanese post-marketing surveillance reporting system. Sections b7 and f10 (patient code added) were updated. A conduction disturbance developed within the day of procedure. Conduction disturbance improved by permanent pacemaker implantation within 14 days of the initial procedure. Post procedure, the patient returned to the ICU and greenish brown urine was observed in association with increased lactate dehydrogenase (ldh), aspartate aminotransferase (ast) and indirect bilirubin (ib), and haptoglobin was consumed. Hemoglobinuria due to intravascular hemolysis was suspected. Computed tomography and transesophageal echocardiography revealed that the sapien 3 valve did not tightly seal the surgical valve, possibly causing hemolysis attributed to supra-skirtal pvl. On pod 3, a 26 mm sapien 3 valve was deployed in the 23 mm sapien 3 valve. After the treatment, hemoglobinuria subsided with improved blood test results. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in ts 39236 ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors not provided and/or the mechanisms described above are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in japan, post implant of a 23 mm sapien 3 valve within a non-edwards valve via transfemoral approach, mild to moderate paravalvular leak (pvl) remained. The valve was implanted with 2 ml more than nominal volume and in a 50:50 aortic ventricular position due to concern for left coronary obstruction by the valve frame. On postoperative day (pod) 2, hemolysis was observed. Pvl was the suspected as cause of the hemolysis. Therefore, on pod 3, a 26 mm sapien 3 valve was deployed inside of the 23 mm sapien 3 valve. The annular area measured 353.0 mm2. Left coronary ostium height was 9.6 mm. Diameter of sinotubular junction (stj) and sinus of valsalva (sov) measured 30.0 mm and 26.3 mm, respectively. Sov was narrow. Post procedure, the patient returned to the ICU and greenish brown urine was observed in association with increased lactate dehydrogenase (ldh), aspartate aminotransferase (ast) and indirect bilirubin (ib), and haptoglobin was consumed. Hemoglobinuria due to intravascular hemolysis was suspected. Computed tomography and transesophageal echocardiography revealed that the sapien 3 valve did not tightly seal the surgical valve, possibly causing hemolysis attributed to supra-skirtal pvl. On pod 3, a 26 mm sapien 3 valve was deployed in the 23 mm sapien 3 valve. After the treatment, hemoglobinuria subsided with improved blood test results.

Manufacturer narrative:
Corrected information was received. As reported through the japan pms tavi registry, the previous notification of conduction disturbance was an erroneous report, and no conduction disturbance had occurred on the patient. Sections b5, h10, and h6 were corrected. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After they die they break down and are removed from the circulation by the spleen. In some medical conditions, or as a result of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The sapien 3 valve may have been undersized for placement within the pre-existing valve, resulting in pvl and subsequent hemolysis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.